Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came in clinic for regular scheduled visit, an episode of supraventricular tachycardia diagnosed as vt was observed. Programming changes were suggested.